Event description:
A healthcare professional reported that an inclusive tapered implant failed. The patient's bone quality is type and oral hygiene is unknown. The patient presented for a primary procedure on tooth #30. The patient returned within three weeks of implant placement, upon examination provider noticed the implant lost integration and was removed, no report of observable clinical symptoms. Per the reported information there are no preexisting medical conditions.

Manufacturer narrative:
The device has been returned to glidewell, however, it has not been received by complaints team department for analysis.complaint history and product history records were reviewed, and documentation indicated the product met release criteria. A non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6058353 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the stock product for lot#6058353 is not applicable for review since the issue is customer related. Investigation methods/results: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaint's team for analysis. Therefore, it is presumed lost at this time, CAPA 2024-005 was opened for RMA lost product. The non-visual device investigation has been completed. Root cause: "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 4989 rev 7.0 (inclusive tapered implant system) contains the following statement in the contraindications section: "inclusive tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space" IFU 4989 rev 7.0 (inclusive tapered implant system) contains the following statement in the precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. Since implant components and their instruments are very small, precautions should be taken to ensure that they are not swallowed or aspirated by the patient. Prior to surgery, ensure that the needed components, instruments and ancillary materials are complete, functional and available in the correct quantities" IFU 4989 rev 7.0 (inclusive tapered implant system) contains the following statement in warning section: " the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU 4989 rev 7.0 (inclusive tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The manufacturer internal reference number is: (B)(4).

Event description:
A inclusive tapered implant was implanted on tooth number 30 on (B)(6). 2019 and it failed due to lack of primary stability. Implant was removed on 05/31/2019. No further information was provided.

Manufacturer narrative:
The device has been returned. Once the device evaluation is completed, a supplemental report will be submitted.